Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported a ventilator inoperative condition and that the device system board was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue. Physical damage was noted by the technician. The devices flow sensor assembly was physically damaged and was replaced.